Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative. The event occurred approximately (B)(6) 2016. Due to the patient not responding to increasing titration of medication the physician felt a dye study was indicated to verify patency of the catheter. The physician performed a catheter dye study (B)(6) 2016 due to "increasing doses of medication by 10% every week for the past 8 weeks, currently at 1,526.5 mcg/day of fentanyl 4000 mcg/ml concentration". The catheter access port (cap) was accessed with a 24 gauge needles and easily aspirated 2 cc of fluid. The fluid that was withdrawn from the cap was orange tinged in color so the physician sent the fluid to lab for diagnostic. Total of 10 cc isovue was pushed through the cap under fluoroscopy; unable to visualize defined plume of contrast at tip of catheter. A live x-ray was taken of the length of the catheter from the pump to the tip of the catheter as contrast injected without any extravasation of dye visualized. After the cap procedure was performed, the catheter volume of 0.186 ml was primed and the patient continued on an unchanged infusion rate. The issue was not resolved. Patient status was alive with no injury. It was unknown if surgical intervention was planned. The pump was delivering fentanyl 4000 mcg/ml; 1526.5 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.